Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that a patient underwent left vrs shoulder arthroplasty on an unknown date. Subsequently, the patient is being considered for a revision on an unknown day, for an unknown reason. However, no revision procedure has occurred to date. Attempts have been made and no additional information is available at this time.

Event description:
No additional information is available at the time of this report.

Manufacturer narrative:
No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; g3; g6; h1; h2 upon receiving additional information of the reported event, it was determined to be not reportable. Revision occurred due to humeral stem over retroverted which lead to glenoid vault deterioration. The glenoid vault deterioration is a secondary failure to humeral stem over retroversion and an investigation/report for the glenoid is not needed. The initial report should be voided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.